Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave and myopotential oversensing resulting in an inappropriate shock. This system was evaluated in clinic with testing in all vectors and positions. Noise was able to be reproduced in the primary vector while patient was lying on their left side. Therapy was then deactivated. This system was subsequently explanted and replaced. These products are expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave and myopotential oversensing resulting in an inappropriate shock. This system was evaluated in clinic with testing in all vectors and positions. Noise was able to be reproduced in the primary vector while patient was lying on their left side. Therapy was then deactivated. This system was subsequently explanted and replaced. These products are expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified the high voltage cables were fracture, however this was attributed to the explant procedure. The electrode operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.